Manufacturer narrative:
Clarification to d1, d2a, d4, h4, h6: DHR requested not applicable for this record as the serial number provided initially was for a different event and no device information was provided for this record. Additional, changed, and/or corrected data: a2, a3b, a5, a6, b1, b5, b7, d1, d2a, d4, d6a, h4, h6.

Event description:
Patient reported "rupture". This is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "breast cancer". This is for the right side. Device was explanted.